Event description:
It was reported that a skin irritation causing excessive pain, skin damage and the appearance of burns had occurred due to the pod adhesive. Medical assistance was required and the patient reverted back to multiple daily injections for insulin treatment. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.